Event description:
It was reported that the procedure was to treat a heavily tortuous, 90% restenosis in a proximal saphenous venous graft (svg) to the right coronary artery (rca). Using a femoral access site, at the level of the transition from the venous bypass to the native rca, where there was a significant tortuosity, the xience xpedition did not cross even though pre-dilatation was performed with a mini trek balloon catheter. The xience xpedition was removed when the stent touched, meeting resistance, with the non-abbott 6fr guideliner. When the xience xpedition was removed the stent struts were flared. A new xience xpedition 2.0 x 28 mm was used with success. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove the device was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.